Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was very difficult to advance the shuttle of a 5f mynx grip vascular closure device (vcd) down through a 5f unknown sheath. The tech pushed harder and the shuttle advanced. However, when they retracted the sheath back, the tamp tube pulled back with the sheath and the sealant was not deployed. There was no reported patient injury. The device will be returned for evaluation.